Event description:
It was reported that the patient went in for physical therapy followed by a device check. The stimulation therapy done was noted to have created problems with the right atrial (ra) lead, but the physician noted that it would go back to normal. No further information was available from follow up. No patient complications have been reported as a result of this event.